Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not fully charge and displayed a "paddle fault" message. There was no pt involvement during the reported malfunction.